Event description:
It was reported that during a da vinci-assisted surgical hysterectomy procedure, the customer informed the technical support engineer (tse) they had issues with the drape on arm 1. The customer stated that the disks were not spinning to engage the drape on arm 1. The tse reviewed the logs and confirmed drape errors on arm 1. The tse had the customer remove the drape ad the customer found that one of the drape sensing pins was not aligned properly and only moving one fourth of the way. The customer was unable to realign the sensing pin. The customer reported that the surgeon was having difficulty with instrument manipulation on previous procedure. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found the reported failure was confirmed and replicated. Upon visual inspection of the carriage, the top has visual burn marks, and the presences pin are stuck down. The unit was installed onto a golden system and failed the instrument test. The carriage would not engage the sterile adapter. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where the unit passed all required tests. As a result of these findings, failure analysis was able to conclude that the top plate and presence pin screw was found to be related to the reported event. The complaint was confirmed based on the field evaluation/failure analysis. A device history record (DHR) review for system involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to top plate and presence pin screw of the sterile adapter sensors on the usm.

Event description:
Refer to h11 for follow-up information.